Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that device was unable to enter MRI mode. It was also noted the system has not provided meaningful pain relief since implant. Patient is also getting stimulation in the wrong location (right shoulder). Targeted pain pattern is low back and from the legs to the knees. Lead diagnostics showed that a contact had low impedances. Reprogramming was attempted to no avail. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
Section b3: date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4); serial: (B)(6), batch: a000125390.